Event description:
Pt was receiving therapy with the lead of the system stimulator attached to the sleeve of the non-disposable pad. The pt complained of being "pinched". Upon reassessing the placement of the lead in the pad, it was noted that the lead had slipped out of the sleeve and had lodged on top of the sleeve. Pt was slightly burned. Tests performed: lead and connector pad were visually inspected. Results of the tests: the lead is standard and has no visual defect. The pad contains a sleeve that is somewhat obscurred from visual inspection due to its placement within the pad. There is no obvious defect. Identified cause: support system failure. Other pertinent info: device pads have the tendency to allow the leads to slip out of the sleeves upon pt movement. These pads provide the potential for pt injury as was seen in this instance. The self adhesive pads do not have the same problem.